Manufacturer narrative:
Product complaint (B)(4). Batch # r58y35. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. . It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did any staples form at all? Did none of the staple lines form? Or, did one or more staple lines or staples in one of the staple lines not form? If staples did deploy, were they in the opened unformed shape? If staples did deploy, were any staples malformed? Unfortunately, the surgeon didn't want to provide the additional information requested, but only said that the tissue was very tangled.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable. Should it be provided at a later date, a supplemental reported will be sent: did any staples form at all? Did none of the staple lines form? Or, did one or more staple lines or staples in one of the staple lines not form? If staples did deploy, were they in the opened unformed shape? If staples did deploy, were any staples malformed?

Event description:
(B)(4). The stapler has cut without affixing the stitches. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.